Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. In (B)(6) of 2004, the patient presented with chest pain, numbness, cold sweats and shortness of breath. The patient underwent cardiac catheterization which revealed a subtotal occlusion of the left anterior descending artery (lad) along with severe ostial diagonal disease. A 3.50x20mm taxus stent was successfully implanted in the proximal lad and then balloon angioplasty was performed in the ostial diagonal artery. In (B)(6) of 2007, the patient presented with stent thrombosis in the previously implanted stent. Balloon angioplasty was performed to treat the lesion. No additional patient complications were reported.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).